Event description:
Customer reportedly obtained results of 159 mg/dl, 136mg/dl, and 107mg/dl within 5 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quailty controls were used. Requested return of suspect device replacement was sent.